Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon catheter was flushed with saline, a guidewire was advanced, and the device was introduced through the biopsy channel to the duodenal papilla. At 10:55, the balloon was positioned for dilation, and at 11:00, inflation could not be achieved due to damage and pressure leakage. The syringe was removed, and the catheter was withdrawn. The specific type of damage noted to the balloon portion of the device was unavailable. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage.